Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a low reading issue was reported with the adc device. An unspecified low sensor scan reading was reported and it was indicated that the customer was given either insulin, glucagon, and/or other medication for treatment. Attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cases. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Also, there was no error message was observed during the smu test indicates no issues with the sensor. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which a low reading issue was reported with the adc device. An unspecified low sensor scan reading was reported and it was indicated that the customer was given either insulin, glucagon, and/or other medication for treatment. Attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.